Event description:
The reporter had rec'd the er1 message a few times, and related proper testing techniques. Even though her meter was not affected by the replacement program, she said that she had felt uncomfortable using the meter since receiving the surestep letter. During a routine, scheduled doctor appointment she turned her meter in, and was sent a replacement meter.